Manufacturer narrative:
Vygon has received the involved sample for device evaluation, please find the results below: part of the spinal need was received without its stylet. It was noticed that the whiteacre bevel was not damaged, but the needle was bent and broken at 34 mm from its bevel. The root cause of this incident is not linked to the spinal needle but to its use. It seems that the user withdrew the introducer/stylet from the spinal needle before the puncture. This is most likely the root cause of the spinal needle's rupture. Thr review of the batch records show no deviation or non conformity. The spinal needle is compliant to iso 9626. No other complaints have been registered for this batch.

Event description:
A spinal needle code 181.05 of batch 091216an has been used for rachi anesthesia on patient. During this anesthesia, the spinal needle broke off. A part from the needle remained in subcutaneous of the patient. It has been extracted from the patient under local anesthesia. No patient outcome has been reported.

Manufacturer narrative:
Vygon is attempting to get additional information on the incident from the customer, as well as a sample. Right now vygon can confirm that there are not other complaint for this lot of product. If more information becomes available to complete the investigation it will be reported to FDA within thirty days.

Event description:
A spinal needle code 181.05 of batch 091216an has been used for rachi anesthesia on patient. During this anesthesia, the spinal needle broke off. A part from the needle remained in subcutaneous of the patient. It has been extracted from the patient under local anesthesia. No patient outcome has been reported.